Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4) and is related to and occurred prior to c&r#: (B)(4).

Event description:
It was reported to philips that system cannot boot up. The is connected to a startup issue related to a allura xper fd10/10. There was no reported patient or user harm.